Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy pad¿ messages) was confirmed due to the wire being broken near the connector and cable being pulled from strain relief. The ecgs were non-functional. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.